Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed where the customer was advised to access the system setup menu and change the video output format from 1080i to 1080p which successfully resolved the issue but later an error message stating 'image capture ¿ check the image video capture' was displayed, and the customer was advised to contact provation support for further assistance. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed no image on provation and resulted in black screen with an error message 'image capture ¿ check the image video capture'. The issue occurred during inspection for use. There were no reports of patient involvement.